Manufacturer narrative:
Correction: b.5: describe event or problem: it was reported that during use of the bd plastipak¿ syringe luer-lok¿ the rubber is crooked in three of the syringes. Investigation summary: one photo was received and evaluated for the reported condition, the stopper defect was not confirmed based on information provided, the angularity of the stopper looks normal. Samples will be required to confirm if the product meets product specifications for stopper angularity. Testing will be conducted if samples were available. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause description: root cause not defined since defects were not confirmed in samples/photos received. No corrective actions recommended since product defect was not confirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd plastipak¿ syringe luer-lok¿ the rubber is crooked in three of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe luer-lok¿ the rubber is crooked in the syringe.